Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization, dislodged cannula and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient went to the hospital with blood glucose (bg) values that reached over 500 mg/dl. For treatment, the patient was given intravenous (IV) fluids and manual injections of insulin. The patient was also given insulin pens. The patient was feeling dizzy and was vomiting. The pod was worn between 4 and 24 hours on the arm. The cannula was reported to have dislodged from the site. The patient was discharged after 2 nights.